Manufacturer narrative:
(B)(4). Brand name correction - changed to homechoice automated pd set with cassette

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A labeling review found the labeling to be adequate for the use/user error identified in this incident. The reported problem was confirmed. The assignable cause was related to use error.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The home patient (hp) disconnected during dwell and stated that she did not get back in time for drain. The hp already cycled hc twice. The hp would notify registered nurse (rn) about air alarm since she did connect back up. The tsr explained that therapy was over with these supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(4) 2011 regarding the se 2240 alarm. The hp reported that the issue was resolved, by finishing therapy using manuals. The hp confirmed that they disconnected during dwell and did not connected back in time before dwell ended and drain started. Per hp, there were no loose connections or defects on the supplies. The hp stated that she discussed the alarm with her nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.